Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a hemicolectomy, the surgeon inserted port with the camera, went through an adhesion and through to the bowel. There was damage to the bowel and they had to open the patient -laparotomy. Product not re-sterilized before incident, was used on patient. Patient was injured/jeopardized. Surgery time extended beyond 30 mins, blood loss of more than 500cc and extension of incision by more than 1 inch, also change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage, no portion of the tack falling into the patient cavity. Device not returning for investigation. Current status of patient - fine and well. Also there is no complaint against the device, the consultant said that the patient had a lot of adhesions - it was very difficult and he probably would have had to open anyway. The surgeon stated that the tip of our 12mm trocar is longer than the ethicon one he is used to but said that the patient had a lot of adhesions. The surgeon stated that the patient had a lot of adhesions which prevented him from seeing the bowel.